Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that the communicator battery light was always blinking at 90%. The patient stated that it took 2-3 minutes to get a bolus once at the 90% mark. The agent had the patient reset the communicator. The patient stated that it did not used to take this long. The agent walked the patient through resetting communicator and clearing data on the handset. The patient was able to get a bolus. The troubleshooting steps that were taken on the call resolved the issue.